Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter displayed an error 2 and error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issues occurred on (B)(6) 2017. The patient manages his diabetes by self-adjusting his insulin doses and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that after the issue occurred he developed a symptom of ¿dizzy¿ and that on (B)(6) 2017 at 10:00 am he presented at the emergency room (ER) where he was treated with IV fluids and a t 11:15 am he had his blood glucose tested on a lab device which gave a result of ¿123 mg/dl¿. During troubleshooting the cca noted that the patient was following the correct testing procedure and using the correct test strips. There was no apparent misuse of the device and it was not the first time the product had been used. When the patient was walked through a retest the issue was resolved. The product was replaced and requested back. This complaint is being reported because the patient reportedly received hcp treatment for an acute low blood glucose excursion after obtaining error messages on the subject meter.